Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and walked them through how to pair and link the new handset to their stimulator. Patient was able to successfully pair and link the device. Patient said he is needing an MRI because of sciatic problems. The patient said he has been sitting in pain for three months. Agent reviewed he will need to either get the device checked by the dbs doctor or he will have to run the self test to get an MRI.

Event description:
It was reported that information was received from a patient regarding an external device. Patient also mentioned they needed an MRI because their leg hurts and were told that they needed to have an impedance check by a neurologist, but they could not set the schedule with their current neurologist. During the call, patient also mentioned that they realized they had the wrong therapy on and that's why they do not feel right and that was their fault. Patient stated they had the therapy that was strong. Agent offered physician listings. Agent sent patient an email with physician listings and sent request to repair to replace the handset. Calls agent reached out to hcit to confirm resolution. Patient has the same doctor on file, unable to pull patient hcp from drop down.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.